Manufacturer narrative:
An investigation of the product in question could not be performed. The product was not returned to us. Lot-number and expiry date are unknown. The case was assigned to the department of complaints and documented. No further measures are planned on this case. Colophony-intolerances cannot be excluded, especially following application to extensive surfaces like this case. The instructions for use contain appropriate warnings. (B)(4).

Event description:
The (B)(4) agency has received a report from a (B)(6) healthcare provider regarding an incident with voco profluorid varnish. The incident concerns a patient with side effects such as swelling and itching after treatment with profluorid varnish. The medical products agency requests u.s. To submit a vigilance report from the manufacturer to the medical products agency in accordance with (B)(4) regulation. Voco profluorid varnish is marketed in u.s. ;therefore, the event is reportable accordingly 21cfr 803. Incident description received by dentist: dentist treated the patient with fluoride varnish generally, on every tooth on the 30/8. A week later, his mother was at the clinic and told him that the boy had an allergic reaction in the evening/night and reacted with itching/sore/swelling in the mouth and on the lips. The parents could not connect the reaction to anything else but the fluoride varnish. The patient is fully recovered. There is no severe medical implication.